Event description:
A malfunction in the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and instructed them to call back if the malfunction code recurs. The customer acknowledged and understood the instructions and continued to use the pump.